Event description:
Pt in or for endometrial thermal balloon ablation. Dr primed balloon and inserted balloon in pt. Pressure of balloon did not stabilize before the heating of balloon, another balloon kit opened and used without problems.